Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. Philips field service engineer (fse) confirmed the reported problem, found air flow out of range (error code 3103) in the system diagnostic report. Fse ordered a sensor,air/exhalation flow. Awaiting part. Philips field service engineer (fse) replaced the sensor,air/exhalation flow. The device successfully passed performance specification testing after the repair was completed. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
Customer reported the tidal volume is not matching. No patient/user harm reported.